Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately six months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted and patient was doing well post-operatively. The explanted device was discarded by the facility.